Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid siphon using a penumbra system jet7 kit (kit). During the procedure, while making an initial pass in the target vessel using a penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra sheath and a non-penumbra microcatheter, the physician noticed the distal end of the jet7 became kinked under aspiration. However, the physician decided to continue to use the same jet7 with the same sheath and microcatheter to complete the procedure resulting in thrombolysis in cerebral infarction (tici) 3. There was no report of an adverse effect to the patient.